Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found parts broken off of the printed circuit board (pcb), wear and tear damaged enclosure, front cover, and line cord as well as an outdated circuit board (pcb) and power switch. Functional testing found the pots on the printed circuit board (pcb) used to make adjustments and settings were unresponsive due to damage of the printed circuit board (pcb). No action was taken due to the age and condition of the device. It was deemed beyond economical repair and was scrapped. The root cause of the reported issue was found to be customer damage.

Event description:
It was reported that the device was unable to dial in water temp.